Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, the customer with a "disable right hand control" message on the system. After performing a hard power cycle, there was no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to disable the right master tool manipulator (mtmr), but the system then displayed a "disable left hand control" message. When the customer disabled the left mtm, the system would not complete the power on self-test. Following further instructions, the customer disconnected the second surgeon side console (ssc) and powered the system back up, which allowed the system to complete the power on self-test without further issues. The customer proceeded to complete the procedure using one ssc. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced two generic power distributors (gpd), surgeon back plane (sbp), two remote arm controller boards (rac), and two master tool manipulators (mtm) to resolve the problem. The system was tested and verified as ready for use. Isi has received the sbp and second gpd for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the reported problem was confirmed and replicated. Resistance was found in system logs, indicating an embedded serializer in master base (esmb) programming issue confirming the fault occurred in the field. No visual issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where programming test failed on the mtm, replicating the reported event. During programming, the board came with p11c software version b818, which is not compatible with the p11b software version b803 that the technician has on the mini console; this incompatibility was verified as the source of the fault. The esmb will need to be reprogrammed to p11c, and then everything should be programmed down to p11b. The second mtm was returned for failure analysis, and the reported problem was confirmed and replicated. System logs revealed error 25521 and error 1, indicating a power supply voltage out of range, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where sine cycle test was found to be failing on the esmh pca, replicating the reported event. Once testing was completed, the embedded serializer for master handle (esmh) printed circuit assembly (pca) was verified to be the source of the fault. The remote arm controller boards (rac) was returned for failure analysis, and the reported problem could not be reproduced. A visual inspection found no related reported issue. The unit was installed onto the golden system and completed program with no problem and continued performance was set to 10 power cycles and sat idle for an hour. After testing there were no errors and no errors in system log. The second rac was returned and could not be reproduced. A system log report was found indicating and confirming it occurred in the field. A visual inspection found no issues related to the reported complaint. The unit was installed onto the golden system and completed program with no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles once the testing was completed, the system error logs were inspected, but no error could be identified. Performance system with instruments to drive with no issues. The generic power distributors (gpd) was returned for failure analysis, and the reported complaint was not confirmed or replicated. System logs were unable to confirm the reported problem as having happened in the field. Upon visual inspection, there were no issues found related to the customer complaint. Gpd was installed on golden system and unable to boot up. Reset the hours meter which reflected the correct serial number of the gpd. Unit was idled for 30 minutes, and power cycled 10 times without issue. Board voltages reported values in specification before and after idling and power cycling. Instruments were installed on the system and driven with master tool manipulators (mtm) without issue or error. As a result of this investigation, failure analysis has concluded that the esmb and esmh pca were found to be the root cause of the reported event. As a result of this investigation, failure analysis has concluded that the was found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.